Event description:
The pt had an operation with matrix smartlock plate on (B)(6) 2009. The pt visited the hospital with the complaint of the pain of hand joint on (B)(6) 2010. The surgeon confirmed the second screw from the distal end of the radius was loose. At the revision operation on (B)(6) 2010, the surgeon found that the screw at the most distal of ulna was also loose and locking mechanism did not work. The surgeon replaced the whole implant. The surgeon commented that at the primary operation on (B)(6) 2009, screw angulations were within the instructions and lockings were fine.

Manufacturer narrative:
Investigation in process, but not yet complete.